Manufacturer narrative:
The microsensor basic kit was returned for evaluation: failure analysis - the issue of the complaint has been confirmed. The catheter has a puncture hole 9cm from tip. The internal catheter wires exposed. The connector has dried blood/dirty. The icp express passed with reading 547. No testing was possible. Based on the failure analysis, the root cause could be determined as a mishandling of the device. The catheter must be sealed (no openings) in order to meet millar's testing specifications prior to shipment.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that after placing the icp sensor, blood leakage was confirmed at the sensor and ex cable connection during measurement. The value was about 500; therefore, the sensor was removed and monitoring was discontinued. No patient injury reported.